Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 9-apr-2018 with the following findings: black box data was overwritten due to continued patient use. The available black box data revealed multiple loss of prime warnings (162) with ow non-zero force. The pump was exercised for 24 hours during which time the pump experienced loss of prime. On examination, it was noted that the cartridge compartment was cracked and the cartridge cap was not able to secure properly to the cartridge compartment causing loss of prime. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.